Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the error 3205. In logs, the 32056 was found on the axes controller arm (aca) indicating i2c fault on pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where the axes ground controller (agc) current test failed on pitch, replicating the reported event. Once testing was completed, the pitch searchlight printed circuit assembly (pca) was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the pitch searchlight pca was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a planned da vinci-assisted surgical procedure, the system was checked and persistent error codes 32056 and 905 were observed. Site contacted for troubleshooting assistance. Multiple attempts for power cycle, hard reset did not resolve the issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error fault and advised customer to disable universal surgical manipulator (usm) arm 2. The procedure was completed as planned with no report of patient injury.